Event description:
The following was reported: "the catheter case was broken and there was no catheter inside the package. Clear plastic is cracked at the white plastic end."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Only the white shipping tube was returned. The clear adaptor has been broken off at the bond site and was not returned. If the adaptor broke during shipping, the catheter would still be with the clear adaptor section of the packaging. (B) (4)